Event description:
It was reported that a patterson brand 30 gauge short metal hub needle separated during insertion into a pt's jaw. The separated piece was surgically removed two months following the event.